Manufacturer narrative:
Return of product has been requested. Reporter returned 2 oral-b precision clean brush heads on (B)(6) 2016. Product investigation is in progress.

Event description:
Brush heads broken, come apart in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushheads came apart. She reported this was the third time having broken brush heads after purchasing a box of 8. No symptoms developed. On (B)(6) 2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.

Manufacturer narrative:
Return of product has been requested. Reporter returned 2 oral-b precision clean brush heads on (B)(6) 2016. Product investigation is in progress.

Event description:
Brush heads broken, come apart in mouth [device breakage], no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushheads came apart. She reported this was the third time having broken brush heads after purchasing a box of 8. No symptoms developed.